Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (infection/stroke) was unable to be determined due to insufficient clinical details. The cause of the fluid leak was a user related issue as clinical details noted repositioning sheath came out when patient pulled impella catheter with foot. The cause of the product damage - anticontamination sleeve was due to patient movement based on clinical details noting that patient pulled impella with his foot.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery access site to support the 54 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes and vasopressors prior to the pump support and had previous CPR. The other medical history was not shared. After 2 days of support the patient was allowed to cause the use error of pulling the pump. The pump had a detachment at the blue suture hub which lead to massive access site bleed, noted to be 1 unit of blood loss. Blood products were given due to the drop in hemoglobin. The team troubleshot the issue by holding pressure and having the physician re-insert the repositioning sheath into the blue suture hub and suture applied. Of note the patient was on antiplatelets and anticoagulation with brilinta and aspirin. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The use error was remedied and the pump remained on support due to the critical condition of the patient, and so the team sedated the patient to prevent the pump pulling recurring. In the following days the patient had a rise in the white cells due to possible infection. There also were signs of a stroke. The determination of a true stroke was not shared. The pump was explanted due to these harms, and patient outcome not known.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery access site to support a 54-year-old patient admitted with acute myocardial infarction and cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. Prior to impella support, the patient was receiving inotropes and vasopressors and had a prior cardiopulmonary resuscitation. Additional medical history was not provided. After two days of impella support, the patient pulled at the device, resulting in a use error. This led to a detachment at the blue suture hub and subsequent significant access site bleeding, estimated to be approximately one unit of blood loss. The field representative confirmed there was a true detachment. Reinserting the white component into the blue suture hub and suturing the components together resolved the bleeding. Blood products were administered due to a decrease in hemoglobin levels. The clinical team troubleshot the issue by applying pressure and had the physician reinsert the repositioning sheath into the blue suture hub, followed by suturing. It was noted that the patient was receiving antiplatelet and anticoagulant therapy, including ticagrelor (brilinta) and aspirin. Anticoagulation, which is necessary for impella placement and support, can contribute to access site bleeding. The use error was addressed, and the impella cp remained in place due to the critical condition of the patient. To prevent recurrence of the use error, the patient was sedated. In the following days, the patient developed an elevated white blood cell count, raising concern for possible infection. There were also signs suggestive of a stroke; however, confirmation of a true stroke was not provided. Due to concerns regarding infection risk associated with the rising white blood cell count, the device was subsequently removed.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included removal of access site adverse event as fluid leak captures the event at the access site, change pd-any device to pd-anticontamination sleeve based on clinical details, and removal of "use against labeling" as the patient pulled the pump. As a result of coding updates, the clinical narrative was revised. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. As a result of the coding updates, the clinical assessment was revised and documented in section b5 (event description). The investigation is still underway and once completed, a follow up report will be submitted accordingly.